Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was unable to insert the 80mm (B)(4) proximal femoral nail antirotation (pfna) compression blade to tighten the implant as the inserter kept rotating clockwise loosely. The insertion was successfully completed by using an extraction screw in order to lock the implant (after the surgeon had removed the blade). The event occurred during surgery for a pertrochanteric fracture on (B)(6) 2015. A 30 minute surgical delay was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part will not be returned for manufacturer review/investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting. Additional product codes for this report include hwc. Implant/explant dates: unknown. It is unknown if the complainant part will be returned for manufacturer review/investigation. Failure to tighten. Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: february 12, 2014 - expiry date: february 1, 2024. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.